Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device had been malfunctioning for the past 4 weeks. The patient said it had been causing high urgency and frequency, extreme amounts of pain and retention, and a lot of spasms. The patient also said it was now causing them to have full body seizures. The patient was in the hospital for 4 days and was slowly dying from the device. The patient had turned the stimulation off but was still having symptoms. The patient was supposed to meet with a manufacturing representative (rep) on thursday at a clinic, but was unable to because they were at the hospital. The hospital had reached out to the rep but had not received a response. The patient recently moved and didn't have a managing healthcare provider (hcp). The patient said they were perfectly healthy and the only thing that could be causing the seizures was the device. Additional information was received from a manufacturer representative (rep). When asked if the device/therapy/procedure was casual or contributory with respect to the seizures the rep confirmed that there had been no indication the device was contributory to their seizures. When asked about for clarification and cause of the device malfunctioning they stated that the device had not been malfunctioning. A device interrogation and impedance test was done in the hospital with zero issues on the lead or battery being found. The device was also turned off the entire week with their seizures happening. The patient had interstitial cystitis and their symptoms were coming back. They clarified that the device was working and the patient had non epileptic seizures and needed therapy on that side. The patient was informed that if they believed the stimulator was the cause of the non epileptic seizures they could absolutely get it explanted. The rep did no know what all the patient had experienced as they were supposed to meet them at their physician's clinic. All the information they were given was that the patient had interstitial cystitis and pain urinating/frequency. It was unknown if a catheter was used during their stay at the hospital. The rep also clarified that the patient was not slowly dying from the device and that message was sent by the patient's friend. They reiterated that the device was off for the entirety of their stay at the hospital with zero impedances on the device. Additional information was received from a manufacturer representative (rep). The rep reported that the hcp had been contacted regarding this issue.